Manufacturer narrative:
The user reported a low glucose event. The following example set was provided: on (B)(6) 2025: 4:47 am est / sg: 42 mg/dl and bg 105 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 4:47 am, bg was 105 mg/dl and the user's sg was 42 mg/dl at 4:46 am. A review of the alert history revealed that the user received a low glucose alert at 4:46 am, as user's sg value was below the threshold of 65 mg/dl. User did not seek medical treatment and believed that they were not having a low glucose event. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance. A case ((B)(4)) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. The user's transmitter was also replaced for the purposes of upgrading the firmware, since the user did not have a computer to complete an upgrade. Sensor and transmitter were returned from the field and in-house testing showed no malfunction with either device. Review of in vivo raw data showed depressed signal and reference channels since insertion on (B)(6) 2025.the potential root cause of this issue could be related to the in vivo state of sensor hydrogel, which is the chemical component of the sensor. B4. Date of this report 25 june 2025. G3. Date received by the manufacturer? 25 june 2025. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 at 4:47 am where user's sg was 42 mg/dl and bg was 105 mg/dl. After dms review, we confirmed that the user received a low glucose alert at 4:46 am et, when the sg was at 42 mg/dl. The user didn't seek for medical treatment and didn't treat himself because he confirmed with his bg that he didn't have a low glucose event. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.